Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported a leaky headset and experiencing elevated blood glucose level of 329 mg/dl. Patient stated she removed the headset and the cannula was all crinkled up; was able to self-treat. Patient is new to pump therapy. No adverse event reported. Requested return of the alleged infusion set for evaluation and replacement was sent.